Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient reported working outside and then came inside because he was hungry. The patient ate and then sat on the couch to take a nap. The patient woke up, drank water, and noticed he had blurry vision. The patient attempted to cook a hamburger and saw two hamburgers due to his vision impairment. The patient¿s cgm was reading high mg/dl at the time but the patient reported the dexcom mobile app never alerted him to his hyperglycemic state. The patient self-treated with 15 units of insulin and then called his daughter. His daughter then called 911. Once ems arrived, the patient¿s bg meter reading was 699 mg/dl. It was reported the patient was also having ¿symptoms of a stroke patient¿ like being unable to walk or talk, as well as being incoherent. The patient was transported to the ER where he was hospitalized for 4 days. Since the patient was incoherent, the patient could not recall any details from his hospitalization. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.